Event description:
Clinical study. Same patient as MFR# 6000089-2006-01822. It was reported that 993 days after a coronary drug eluting stenting treatment procedure the patient had cardiac chest pain. The index procedure treated a 3.0x25mm, 70% stenosed lesion in the mid right coronary artery (mid rca) with predilation and placement of a taxus express2 3.0x32mm drug eluting stent. The lesion was then post-dilated with 0% residual stenosis. At 993 days after the implant procedure the patient was admitted to the hospital with cardiac chest pain. Patient was treated with medication. The physician noted it was unk if the serious adverse event was related to the stent. The event was reported as resolved 2 days later.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.